Event description:
Rptr had lasik eye surgery to correct vision. Although it did correct vision for seeing long distances, it left rptr with a disability with night driving. All rptr can see at night is a hazing effect with every headlight they look at. It causes rptr to not see all of the vehicles they need to see, and rptr is at a point where it is very dangerous for them to drive at night. Even when rptr goes into different places the lighting makes it hard for them to focus on lots of different objects. Rptr is at a point that they have total night blindness.